Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sept2019. Swapped vents, using the same circuit, and the other vent did not alarm patient disconnect. Advised to perform a full performance verification test and address any issues found. The customer troubleshot with technical support. The customer reports that no issues were found with the unit. It has been placed back into service with no further issues. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. Customer resolved.

Event description:
It was reported that the ventilator alarmed patient disconnect. No patient harm was reported.